Manufacturer narrative:
Excessive patient movement observed is the cause for the reported full thickness arcuate incision. It is recommended that proper docking and pid locking technique be reviewed with the user. Clinical follow: doctor used incision nasally during procedure to close and it was completed without complication.

Event description:
On 06/27/2024, (B)(6) was reported to case that on (B)(6) 2024, doctor, experienced a full thickness arcuate incision nasally during procedure ID #(B)(6).